Event description:
It was reported that a catheter issue occurred. The patient presented with claudication for a peripheral leg angiogram. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. However, the catheter snagged the non-boston scientific wire and spun it inside the patient. The catheter itself was damaged and the wire was torqued and kinked inside the patient. After careful manipulation of the catheter, wire, and sheath, all products were safely removed. The procedure was completed with another catheter. There were no patient complications. It was further reported that the 90-95% stenosed target lesion was located in the non-tortuous distal popliteal artery. An unknown sheath was advanced over the entangled opticross catheter and wire to remove the devices.

Event description:
It was reported that a catheter issue occurred. The patient presented with claudication for a peripheral leg angiogram. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. However, the catheter snagged the non-boston scientific wire and spun it inside the patient. The catheter itself was damaged and the wire was torqued and kinked inside the patient. After careful manipulation of the catheter, wire, and sheath, all products were safely removed. The procedure was completed with another catheter. There were no patient complications.